Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020 due to dehydration. The cause of death was still unknown but thought to be due to covid 19. The caller stated that the customer had covid 19 that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, after the customer was admitted. The customer last used the pump on (B)(6) 2020 as they were put on a ventilator and was unable to use the pump themselves, so they were put on an insulin drip. The customer was not using sensors. The customer was not able to be treated for covid 19 due to partial diabetic ketoacidosis, but while hospitalized they were able to get the customer's blood glucose under control and the customer was intubated for covid 19. The customer passed away as covid 19 destroyed his lungs. The caller declined to return the insulin pump for analysis.